Event description:
On 02/25, customer reports system will intermittently lose fluoro. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.